Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/28/2025, the patient was at home when her cgm displayed 51 mg/dl, while a fingerstick bg reading showed 309 mg/dl. No symptoms were reported at that time. Later that day, the patient presented to the ER. Initial bg was 109 mg/dl; cgm value at that time was not documented. A bg reading was 507 mg/dl, while the cgm continued to display ¿low.¿ medication details prior to ER visit and during ER stay were not provided. The patient reportedly rested and was discharged home. At the time of reporting, the patient was doing well and feeling fine. No documentation of medical intervention or additional details was available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.